Event description:
Smoke came out from under the pt unit cover of the ventilator. The ventilator went into 02 low alarm and continued to deliver air to the pt. The ventilator was removed from service.